Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: review of the sterilization records and bioburden identified that the lot met all sterile release criteria and no unacceptable bioburden results were identified. Based on the available information, the most likely root cause is patient and/or procedural related. The device was not returned. The investigation is inconclusive. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that post-surgical graft implantation in avf, the surgical graft leaked fluid and the patient experienced infection within the hospital. It was further reported that the infection was treated for two weeks with antibiotics and that the surgical graft will remain implanted. The patient is reported as stable.

Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiry date: 10/2024).

Event description:
It was reported that post-surgical graft implantation in avf, the surgical graft leaked fluid and the patient experienced infection within the hospital. It was further reported that the infection was treated for two weeks with antibiotics and that the surgical graft will remain implanted. The healthcare provider (hcp) will continue to observe the patient's symptoms. The patient is reportedly stable.